Manufacturer narrative:
Section b2 - updated selection from required intervention to prevent permanent impairment/damage to other serious or important medical events. Section h10 update - the patient's original condition was not disclosed by the customer. The customer confirmed that the patient suffered no other harm after the event.

Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during an emergent procedure. Customer stated that an intubation kit was needed for a patient undergoing an undisclosed surgery. Customer reported that the required medication was removed from a different device. Customer reported patient harm, stating that patient required a tracheostomy. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that there was an application hang event caused by an operating system service. The technical support specialist applied knowledge article 000011150 application hang/crash or slow performance windows 10. Technical support specialist is waiting for customer to grant permission to deactivate the previously mentioned keyboard service to resolve.

Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during an emergent procedure. Customer stated that an intubation kit was needed for a patient undergoing an undisclosed surgery. Customer reported that the required medication was removed from a different device. Customer reported patient harm, stating that patient required a tracheostomy.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b1, b5, d1, d4, d5, g1, h1, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that application hang was found from the logs at the time of the crash. A technical support specialist deployed remote support service package to disable service error message to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
Customer reported that a bd pyxis medstation es system unexpectedly stopped responding during an emergent procedure. Customer stated that an intubation kit was needed for a patient undergoing an undisclosed surgery. Customer reported that the required medication was removed from a different device. Customer reported patient harm, stating that patient required a tracheostomy.